Manufacturer narrative:
Physio-control evaluated the customer¿s device and confirmed the complaint. The cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device would not complete the boot up process. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.